Event description:
During a software upgrade, customer reported that the device illuminated the service indicator and locked up. Several attempts to reload the software were not successful. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it failed to upgrade software. Physio replaced the programmed system controller pcb and successfully upgraded the device's software. Proper device operation was confirmed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system controller pcb at the failure analysis center and attributed the device failure to update software to an ic chip, designator u61.